Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline, unable to log on and no item to issue right away. A technical support specialist (tss) guided the customer through restarting the cabinet using the power switch and then restarted all in one. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a message on the screen stated that the drawers were offline. The user was unable to log on, and there was no item to issue right away. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.